Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device touchscreen was noted to be out of calibration. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the touchscreen was out of tolerance and would not calibrate. The probable cause was contamination on the bottom of the touchscreen. This was due to fluid ingress. As indicated, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.